Manufacturer narrative:
One used suspect device was returned for evaluation. The device was examined visually and the complaint was confirmed. The customer did not specify if this was the initial use of the device. The device history record was reviewed and found no exception documents. The complaint database was reviewed and found no similar complaints for this lot number. There is a crack on the blue hub that extends from the top of the female thread to the center point of a wing grip on the hub. The crack is not on a parting line. Examination under magnification revealed two impact marks 180 degrees apart on the top of the inner edge of the opening. Merit is unable to determine root cause of impact marks and resulting crack in the hub. This is believed to be an isolated event. Method: device history record was reviewed, complaint database was reviewed. Results: unable to determine root cause of damage.

Event description:
The physician attempted to flush the arterial port of the dialysis catheter after placement, and the syringe drew back air. The physician removed the catheter and exchanged for another device. The physician performed a catheter stripping procedure in addition to the catheter replacement. There was no harm or injury reported.